Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the described failure by the customer was confirmed. The saw handpiece was returned to depot for evaluation. The service technician was able to replicate the reported issue was due to fluid ingress. The device was repaired and the system is performing as per specifications. As per the available information, the cause of the reported failure couldn¿t be determined. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. The device has not been previously serviced. Device history record shows the lot was processed through the normal manufacturing and inspection operations with the following nc reports noted: the conclusion of the DHR review is that the final products manufactured and released in the production processes relevant to the device in the current complaint met inspection requirements, certification test values, and acceptance criteria set by the applicable specification. Device history review - review of the device history record(s) showed that there are no relevant issues during the installation of this product which would contribute to this complaint condition.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that preoperatively for an unknown procedure, when a tray was opened, the robotic-assisted solution saw handpiece device was observed to be leaking oil. It was reported that there were no delays in the surgical procedure. It was reported that the device was removed and taken to the sterile processing department. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.